Event description:
It was reported that during reprocessing the da vinci instrument cable was in a loop. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument pitch cables was derailed. The housing was removed and one pitch cable was found derailed from the back idler pulleys. The cable was wedged between the two pulleys and had lost tension. The clamping pulley screws were still tight. Failure analysis also observed that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.